Event description:
Pt had a star poly implant removed and replaced.

Manufacturer narrative:
Pt showed signs of anterior tibial subsidence/cystic changes after 12 years of implant. Surgeon placed bone graft around site of cyst. No conclusions can be made as to cause of subsidence.